Event description:
Gauze 4x8 x-ray detectable sponge cn from custom pack gen laparoscopy pack #536335-p-lf, potential lot #23jme354 & 23emf252, lost a sponge fiber and found laparoscopically in patient abdomen by surgical team intraoperatively. Fiber removed from patient.